Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that a patient implanted with an impella 5.5 experienced suboptimal flows. It was suspected that the pump ingested a clot from a preexisting va ECMO graft. The patient suffered recurring sustained ventricular tachycardia and required defibrillation. The pump was explanted and the patient survived.

Manufacturer narrative:
Corrected information has been provided in e1 (initial reporter facility name). Upon review, it was identified that the information was inadvertently omitted in the initial report. The root cause of the injury was unable to be determined due to insufficient clinical details. The cause of low pump flow most likely biomaterial ingestion per the logs.

Manufacturer narrative:
B.1. Added selection as it was inadvertently omitted from the initial report that was submitted. E.1. Added initial reporter phone number as it was inadvertently omitted from the initial report that was submitted. H.11. Added instructions for use as they were inadvertently omitted from the initial report that was submitted. As noted in the impella instructions for use: impella 5.5 with smart assist for use during cardiogenic shock: section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿. Section: warnings & cautions: warnings: section: pre-support evaluation. Section: axillary insertion of the impella 5.5 catheter. Section: direct aortic insertion. Section: use of impella with transcatheter aortic valves. "In patients with transcatheter aortic valves position the impella system carefully to avoid interaction with the transcatheter aortic valve prosthesis. Unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death." . In this situation, avoid repositioning while the device is running; turn the device to p0 during repositioning or any movement that could bring the outlet windows into proximity to the valve stent structures. If there is low flow observed in a patient implanted with a transcatheter aortic valve prosthesis, consider damage of the impeller and replace the impella as soon as possible.¿. Investigation summary: no product was returned. Thrombosis: in order to make a cause determination, all of the clinical details would have to be provided. The root cause of the injury was unable to be determined due to insufficient clinical details. Low pump flow: no product was returned. The pump ran for less than an hour. The patient had low flows. After reviewing the logs, multiple suction alarms were observed along with motor current spike. Small motor current spikes/mimicking with stable revolutions per minute and drop in flows started there. This most likely occurred after impella being in aorta for 1 to 2 mins prior to motor current spike as something got pulled from the aorta likely. The cause of low pump flow most likely biomaterial ingestion per the logs. Device history review: the device passed all post sterile inspection checks.